Manufacturer narrative:
The device was not returned to zoll medical (B)(4); instead a zoll representative went on site to evaluate the device; the customer's report was verified. Evaluation of the customer's batteries were found to be depleted. Review of the activity log showed two low battery messages followed by a shutdown warning message prior to shutting down. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.